Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused fibrillation. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused atrial fibrillation. The patient did not report receiving any medical intervention. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device passed all final testing. There was no evidence of sound abatement foam degradation.